Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on her right side on or about (B)(6), 2008. Patient experienced severe pain and swelling in the hip radiating into the right lower extremity, making it difficult and painful for her to walk or perform any physical activity. She also has elevated metal ions in her blood stream. Patient is scheduled to have her right asr hip implant explanted on or about (B)(6), 2011.